Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 111 mg/dl. Reportedly, customer reverted to initial form of back-up therapy for insulin therapy.